Event description:
It was reported via email that tego connectors were tearing when connecting to venous arterial lines. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).